Event description:
It was reported that the device had calibration error, device stopped during a continuous drip approximately 10 minutes in. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, annex a: a070903, a0801, a040507, a040502, a0721. Annex b: b01. Annex c: c02, c1302, c07, c17, c070606. Annex d: d15, d07, d02. Annex g: g0201204, g02005, g04061, g02017.

Event description:
It was reported that the device had calibration error, device stopped during a continuous drip approximately 10 minutes in. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a calibration error was confirmed in the suspect syringe module error log and replicated during testing. The review of the syringe module error log identified two instances of a channel malfunction, error code 351.6660.0 (syr plunger position failure). Testing performed on the suspect device in the ¿as-received¿ condition replicated the reported complaint of a ¿syringe calibration required¿ inspection of the motor drive assembly found some wear in the split nut. There were no other obvious anomalies observed. The suspect syringe module logic board was installed into a known good laboratory syringe module and a known good syringe module logic board was installed into the suspect syringe module. A test infusion was programmed on both devices. The laboratory syringe module alarmed with the pcu displaying ¿syringe calibration required¿ while the suspect syringe module continued to infuse with no errors, confirming an issue with the customers logic board. The logic board was thoroughly examined but failed to identify the specific component failing. External and internal inspection found no irregularities. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had calibration error, device stopped during a continuous drip approximately 10 minutes in. There was no patient involvement.